Manufacturer narrative:
A visual and microscopic examination found severe damage to the proximal edge of the stent. One strut on the first proximal row was raised. This type of damage is consistent with the delivery system encountering some form of restriction. The hypotube had broken approximately 23.5cm distal from the catheters strain relief and there were kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A recommended sized product mandrel (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood and solidified contrast media were present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo and the device had been prepped for use. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the 2.50x28mm taxus liberte drug eluting stent 'wire' was found to be broken when the package was opened. No patient complications were reported.